Event description:
During review of programming history, it was noted that a generator diagnostic test was performed that changed device settings. The settings were not corrected at the time of the event. No adverse events have been reported as a result of this event.

Manufacturer narrative:
Analysis of programming history.